Event description:
During a laparoscopic cholecystectomy the surgeon said the er320 clip applier fired three consecutive clips which scissored. When the rep checked the instrument, the clips were forming properly. There was no consequence to the pt.